Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke when placing the uphold mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on october 12, 2018. The device was removed from the patient completely and the procedure was cancelled as there was no other available device to complete the procedure.

Manufacturer narrative:
Problem code 2907 captures the reportable event of dart detachment. A visual examination of the returned mesh assembly revealed that there was no damage noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. On the blue dilator, no damage was noted; the dart and suture were intact. The capio slim suture capturing device was not returned. The complaint investigation conclusion code selected for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke when placing the uphold mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on october 12, 2018. The device was removed from the patient completely and the procedure was cancelled as there was no other available device to complete the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke when placing the uphold mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.